Event description:
Caller reported blood glucose results on aviva system 1: 3:07 am 26 mg/dl 3:09 am lo, which on the system indicates a result less than 20 mg/dl blood glucose results on aviva system 2: 3:18 am 221 mg/dl 3:19 am 230 mg/dl 3:20 am 275 mg/dl no adverse event was reported. Aviva system 1 strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Strips not available for return.